Manufacturer narrative:
(B)(4). D6a : exact implant date is unknown however is reported to have occurred in (B)(6) 2020. G2: foreign: germany. Diligence is in process to determine whether the product is available for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately five (5) years post-implantation, the patient underwent revision surgery due to excessive wear of the polyethylene bearing. Due diligence is in progress for this event; to date no additional information has been reported.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately five (5) years post-implantation, the patient began to experience medical instability in midflexion/flexion position. Subsequently, the patient underwent revision surgery due to excessive wear of the polyethylene bearing. The articular surface was exchanged without complication.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: medical product: tibia cemented 5 degree stemmed left size f: catalog#42532007501, lot#64562944; femur cemented cruciate retaining (cr) narrow left size 8: catalog#42502006401, lot#6458661; unknown cement: catalog#ni, lot#ni. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the user report notes the patient's knee buckled one year post-implant, though this is not considered a separate complaint as it reflects instability without evidence of malfunction or required intervention. Explants were not returned, but significant medial abrasion was observed on the inlay. The revision operative note describes clear medial instability in mid-flexion and flexion, with no signs of infection or synovitis. Both femoral and tibial components were well-fixed with no loosening. The inlay showed a 3mm medial height loss, contributing to instability. A trial with a 10mm inlay progressed to a stable outcome with a 12mm cr inlay, which was then implanted. The remainder of the implant was left intact, and post-op imaging confirmed correct articulation and prosthesis positioning, with no complications reported. Root cause was unable to be determined. Reported event was confirmed by review of provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.